Event description:
A customer reported to baxter (B)(6) that the spike of a transfer set separated from the spike port of a yset during drainage. The customer reported that the connector cover was not used. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report does not have a known product code or us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Should additional information become available, a follow up MDR will be sent.